Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by, ¿of the anastomosed site was split off. Then, the device was fired again on the distal side.¿ this is not clear. The device is only meant to be fired one single time. Does the statement above mean that there were staples missing from the staple line? Was the cut line fully circumferential around the target tissue?

Event description:
It was reported that during a lap lar, the device could not be removed from the patient after the anvil was tightened from 80 to 90% and the device was fired. The doctor felt punching and also punching sound was heard. The device was removed after several times extraction, but it was found that the proximal part of the anastomosed site was split off. Then, the device was fired again on the distal side. Another device was used to complete the case. There were no adverse consequences to the patient. And it was found that the deployed staples on the proximal part were unformed.